Event description:
It was reported by facility that, " heme- onc patient on np 11 needed PICC for tpn. No fore seen challenges during review of patient's hx. Vein size required 4f dl. I got access easy into right brachial vein. Guidewire passed with no difficulty. When going to insert PICC resistance met mid upper arm just past introducer. Stopped and re-position his arm, lowered bed. Inserted PICC again with slight resistance at same spot but after was able to continue with easy flow into svc. Only used one wire in at a time. Wire pulled back after PICC placement and noticed to be kinked with hockey stick curve. Looks as if it could break off if you touch it."

Manufacturer narrative:
H11:section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed; however the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. Two kinks were observed in the polyimide section of the stylet approximately 2.5 cm and 3.3 cm proximal to the distal tip of the stylet. The epoxy tip of the stylet was observed to be present and intact. A microscopic observation revealed the polyimide tubing was plastically deformed and the core wire was bent at the location of the two kinks; however, no breaks, tears, or other kinks were observed in the polyimide tubing. While the exact cause of the kinks in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement, the stylet tip protruding from the catheter during insertion, and advancement/retraction of the stylet against resistance.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0119 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by facility that, " heme- onc patient on np 11 needed PICC for tpn. No fore seen challenges during review of patient's hx. Vein size required 4f dl. I got access easy into right brachial vein. Guidewire passed with no difficulty. When going to insert PICC resistance met mid upper arm just past introducer. Stopped and re-position his arm, lowered bed. Inserted PICC again with slight resistance at same spot but after was able to continue with easy flow into svc. Only used one wire in at a time. Wire pulled back after PICC placement and noticed to be kinked with hockey stick curve. Looks as if it could break off if you touch it."